Manufacturer narrative:
Reservoir: model- 720185-01; lot sn- (B)(4); mfg date- 10/04/2018; exp date- 10/03/2020.

Event description:
It was reported that the patient received an implant of an inflatable penile prosthesis(ipp) device. The patient reported that over 4 weeks after the surgery the patient is concerned about a hard raised area above the penis. The surgeon advised the patient that the raised area is caused by the tubing. The patient is asking for an opinion on this subject because the raised area effectively reduces the use of the penis and the literature indicates that the implant would not be visually detectable. The patient reports that there are 2 weeks left in the healing process but the protrusion is quiet uncomfortable when any pressure is applied. Additional information received that there will not be a revision surgery. The patient is skinny so he is just feeling the tubing of the device along with some scar tissue. The patient condition is unchanged.